Manufacturer narrative:
The insulin pump received with missing segment due to cracked and bleeding lcd glass. The insulin pump received with cracked case behind the pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was cracked. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The customer was advised to follow their medically prescribed back-up plan. The insulin pump will be returned for analysis.